Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative on (B)(4) 2018. It was reported that it was believed the replacement did go ahead on (B)(4) 2018 as planned. The manufacturer representative was not present at the replacement and did not have the explanted pump for return, but it was planned to be returned for analysis. It was indicated that the information provided had been clarified with the medical team at the facility. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2018 that the patient presented in severe pain and had a lack of efficacy of drug. Upon interrogation, apparently a motor stall had occurred. Interrogation and re-interrogation were done as troubleshooting to see if resolution of the motor stall would occur. The hcp also attempted a single bolus but this did not work either. The pump stayed stalled despite repeated attempts to recover it. There were no known environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention did not occur and it was unknown if it was planned. At the time of the report the issue was not resolved and the patient status was "alive - no injury" (note this is conflicting with the report that the patient had severe pain and lack of efficacy of drug). The patient medical history included leg pain. The patient weight and age were asked but would not be made available. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-feb-22. It was reported that the pump had the following drugs infusing at simple continuous mode: hydromorphone [17.5 mg/ml] at a dose of 14.002 mg/day, bupivacaine [6.0 mg/ml] at a dose 4.8005 mg/day, clonidine [62.5 mcg/ml] at a dose of 50.005 mcg/day. The elective replacement indicator (eri) was 26 months. At the time of interrogation on (B)(6) 2018 at 17:14 the infusion mode was stopped pump and it had been shut off for 6 hours and 18 minutes and the reservoir volume was 26.8 ml. The motor stall occurred on (B)(6) 2018 at 12:35. It was noted the patient had a ptm. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2018-feb-16. It was reported that the pump was due to be replaced on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.